Event description:
The customer stated that he was hospitalized for high blood glucose. The customer reported a blood glucose reading of 466 mg/dl during the phone call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.